Event description:
Information was received that a patient had unspecified eye injury after refractive surgery on or about 1999. Subsequent information received from the lawyer of the user facility stated that the hansatome used was tested prior to and after the reported event. The device was not returned for evaluation, maintenance or repairs following the reported event. It was not felt to be indicated.